Event description:
On (B)(6) 2012, the reporter called animas alleging that the audio bolus button fell off about a week ago and is uncertain how. The reporter stated that the pump has been exposed to water since the loss of the audio bolus button. The reporter also alleged that multiple keypad buttons are unresponsive. The patient reportedly wears the pump on the outside of clothing and does not clean the pump. There is reportedly no adverse event associated with this complaint. This complaint is being reported because the alleged keypad malfunction remained unresolved.

Manufacturer narrative:
The pump has not been returned to animas. Evaluation has not yet been completed. When evaluation is complete, a supplemental report will be filed. No conclusion can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: keypad buttons are intermittent when pressed/difficult to push; no physical damage was observed to the keypad. When keypad cover is removed, contamination around the all button contacts is observed. The bolus button cover is also missing and the button contact is exposed; no functional defect was found with the button contact, it was responding normally.